Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Noise could be reproduced with provocative testing. Damage due to abrasion with the device can was suspected, but was not confirmed visually. The patient was stable, and will continue to be monitored. There were no adverse consequences.